Manufacturer narrative:
Date of event; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
The programming history database was reviewed for m102 on july 29, 2016. The database contained programming history from (B)(6) 2006 (implant date: (B)(6) 2006) through (B)(6) 2013. The patient was last programmed off on (B)(6) 2011. The patient had a full replacement on (B)(6) 2016. The explanted devices have not been received to date.

Event description:
Information was received indicating that explanted device has been discarded.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2011. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. Attempts to obtain additional information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.